Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose was 680 mg/dl. Customer called in stating that there was damage on the insulin pump. The battery compartment was cracked. The customer treated with insulin drip. Customer was unable to complete carelink upload. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.